Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/1/2024, it was reported by a distributor via email that an ar-8991 fibertak dx anchor does not pass when closing it. When the surgeon pulled on it, it was very hard, and the anchor pulled out. This was discovered during an ankle arthroscopy procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.